Manufacturer narrative:
The complaint has been visually verified and the root cause could not be determined with confidence. More than likely the device came into contact with a metal object such as a cannula. It is also possible that mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue can also cause this type of failure. The instruction for use outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the metal tip of the device broke off in the patient's hip joint during an arthroscopic procedure. A 40-minute delay was encountered.